Event description:
It was reported that a user experienced an inability to scan a freestyle libre 3+ sensor with the ilet app after deleting and reinstalling the application, receiving a ¿no supported application¿ alert and encountering difficulty verifying nfc settings. No adverse clinical symptoms were reported. Outcomes included no impact on health. User support included technical troubleshooting and education. Investigation of this case revealed an app-to-sensor communication failure consistent with nfc configuration or application association issues, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors.